Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an "er3" message. Per the onetouch ultramini owner's booklet, an error 3 message can be due to the "sample being applied before the meter was ready". The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 7:30am. The cca was advised by the patient that she manages her diabetes with oral medication, 500mg of metformin, twice a day and denied making any changes to her normal diabetes management routine in response to the reported issue. Four or five days after the alleged product issue occurred, the patient claimed to have developed symptoms of "nausea, vomiting, and lightheadedness". On (B)(6) 2011 at 12:00pm, the cca was informed by the patient that she called ems who tested her on their meter where she obtained a reading of "375mg/dl". Shortly after, ems administered 15 units of humalog to the patient. The cca noted that the patient did not have the test strips available to troubleshoot and the alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reported she had symptoms suggestive of hyperglycemia and later received medical treatment for hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.